Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The initial procedure ended with a suspected type ia endoleak, but there was a dissection plane that the contrast could have been sitting in that could make it look like there was a type ia endoleak. The physician elected to monitor the patient and wait for the 30 day follow-up. Upon review of the follow-up CT the physician has confirmed that there is a type ia endoleak and is planning to re-intervene. As of the date of this report, there have been no additional patient sequelae reported.